Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. After releasing the 27mm watchman flx laa closure device, a strand of clot on the face of the closure device at threaded insert point was noticed on transesophageal echocardiogram (tee). Aspiration with the watchman access was attempted, but unsuccessful. The patient's activated clotting time (act) was always 250+ during the procedure. The entire case took two hours. Additional heparin was given and 5mg of eliquis was added to the treatment plan.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. After releasing the 27mm watchman flx laa closure device, a strand of clot on the face of the closure device at threaded insert point was noticed on transesophageal echocardiogram (tee). Aspiration with the watchman access was attempted, but unsuccessful. The patient's activated clotting time (act) was always 250+ during the procedure. The entire case took two hours. Additional heparin was given and 5mg of eliquis was added to the treatment plan. It was further reported that the patient was discharged from the hospital to home with no neurological issues. The patient had a follow up visit with the physician seven (7) days later with no complaints or issues.